Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they don¿t have date or lot numbers for the previous surgery that was performed. Patient came into office with hip pain and heard a pop when riding jet ski. Surgeon removed poly and noticed that the rim of the poly was damage and more than likely was never completely seated from previous surgery. Dr removed poly and ceramic head and replaced with new liner and revision ceramic head to correct patients discomfort and pain. Affected side: right hip.